Event description:
It was reported that during implantation of a new device cross talk was observed on the ventricular channel after an atrial pace. The crosstalk was still there after the ventricular sensitivity was changed for the pacing dependant patient. The competitor leads and medtronic device were replaced 10 days later. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implantation of a new device cross talk was observed on the ventricular channel after an atrial pace. The crosstalk was still there after the ventricular sensitivity was changed for the pacing dependant patient. The competitor leads and medtronic device were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.